Manufacturer narrative:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) became kinked while entering the sheath. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach, and the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer. The device was used in the femoral artery, which was arterial in type, with a diameter verified to be greater than or equal to 5 mm, and there was little vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium near the puncture site. The physician achieved certification on the use of the mynx control vascular closure device (vcd). No damages were found on the device or its packaging prior to opening, and it was stored and prepared according to the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was partially exposed but remained mounted on the unit delivery shaft. With regard to the sealant sleeve condition, a kinked/bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the sealant sleeve slit length could not be executed due to the kinked/bent condition of the sealant sleeves. A simulated deployment test evaluation was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as the csi was not returned for this evaluation. Additionally, an attempt to perform the insertion/withdrawal evaluation using a laboratory sample was unsuccessful due to the kinked/bent condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was observed through analysis of the returned device as the sleeves were found to be kinked/bent. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) became kinked while entering the sheath. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach, and the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer. The device was used in the femoral artery, which was arterial in type, with a diameter verified to be greater than or equal to 5 mm, and there was little vessel tortuosity and little presence of peripheral vascular disease or calcium near the puncture site. The physician achieved certification on the use of the mynx control vascular closure device (vcd). No damages were found on the device or its packaging prior to opening, and it was stored and prepared according to the instructions for use. The device will be returned for evaluation. Addendum: per pe findings, the sealant was partially exposed but still mounted on the unit delivery shaft.